Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2014-00203 and 1225714-2014-00204. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced a cardiac arrest.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2014-00203.